Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the monitor was noisy. The device was not changed out. No other details regarding the nature of the event were provided.